Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead dislodged. The helix appeared to be bent and would not attach to the myocardium in the atrium. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.